Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown stryker right hip. Additional information has been requested and if received, will be provided in the supplemental report. Devices implanted.

Manufacturer narrative:
Please disregard the MFR report # 0002249697-2014-03231, upon further received information it was confirmed that the reported event does not involve stryker component(s).

Event description:
Patient had primary surgery on a right hip. After surgery patient is experiencing pain and instability. On 10/22/ 2014: as per received records the reported event is related to depuy synthes devices not a stryker orthopaedics product.

Event description:
Patient had primary surgery on a right hip. After surgery patient is experiencing pain and instability.